Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section d9, update section h3, and to provide the completed investigation results. It was initially reported that the actual sample was available for evaluation; however, it was confirmed that the sample was not available. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A photo of the actual sample was provided. Review of the photo confirmed that it had been fractured at two points, near the hub and at another part, however, the shape of the fractures could not be confirmed. Review of the shipping inspection record of the involved product code/lot# combination confirmed there was no anomaly in the tensile resistance of the catheter and the adhesion strength between the catheter and the hub. Review of the manufacturing record of the involved product code/lot# combination confirmed that there was not any problem in the assembling process such as equipment failure. No anomaly was recorded in the results of the catheter-hub adhesion test (state of adhesion, bonding length, etc.), and the visual inspection performed after the assembling process. IFU states: remove the product, the guide wire and the guiding catheter altogether if any resistance is felt while withdrawing the product. It is likely that actual sample may have been subjected to excessive load (e.g. Pulling load) and became fractured. However, with no return of the actual device, close evaluation of the shape of the fracture could not be performed and the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
UDI - not required for product code. .implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that the involved finecross mg was used during the procedure. The microcatheter completely disintegrated and broke at both ends. The procedure outcome was not reported. There was no harm to the patient.